Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer allegedly received the following results, with two different aviva meters, within 10 minutes: 178 mg/dl and 137 mg/dl (system 1), and 288 mg/dl (system 2). No adverse event reported. The same strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.